Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and software upgrade were installed during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 8800 system had a blank screen and locked up. No pt injury was reported.